Event description:
It was reported that the device had display dead pixel. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. Investigation summary: field technician stated issue of display - dead pixel was confirmed. On (B)(6) 2024, pcu was received unboxed and with paperwork. Verified pcu functions normally with no errors. Investigation confirmed the stated issue of displa y - dead pixel. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the lcd display. Failure investigation report attached to qn in sap. Root cause: defective material from supplier. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing.

Manufacturer narrative:
Correction: annex c: c02. Additional information: annex c: c0201.

Event description:
It was reported that the device had display dead pixel. There was no patient involvement.